Event description:
It was reported that the patient lost therapy due ipg reaching end of life. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-17111. Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted and replaced addressing the issue. Reportedly, the lead was explanted for an unknown reason. Therapy was confirmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.